Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer called in to report unexplained high blood glucose levels and that the device would not deliver insulin. The customer's blood glucose level was 500 mg/dl at the time of incident, but was 150 mg/dl at the time of call. The customer took himself off of the device and was treating with manual injections. The customer was advised to call back when he was back on the device to troubleshoot. Nothing was replaced or returned.